Event description:
User facility reported they attempted a novasure procedure, but the cavity integrity assessment (cia) test was unsuccessful. A hysteroscopy was performed and revealed a perforation. They reported "a few stitches were made to close perforation" . The patient was discharged home following the procedure. The surgical coordinator reported on 02/22/2008 that the patient has not made an appointment for follow-up.

Manufacturer narrative:
MFR date 0/05/2007. Lot # 07h30hc, exp date: 09/30/08, MFR date: 08/30/2007. Device history review was conducted for the reported lot numbers and they were determined to be valid. Currently, unable to establish a relationship or impact to the reported observation due to no products available or serial numbers provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disoposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only, and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.